Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Reportedly, the customer gave a correction bolus via the pump to address their bg level. The customer alleged that the pump quick bolus feature was not working. Tandem technical support walked customer through delivering a quick bolus the pump functioned as intended; bolus was delivered.